Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation of a 2.0 nc balloon catheter, a 2.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion and it was noted that the shaft broke while pushing the stent to cross. The device was removed and the procedure was completed with a 2.5x30 non-bsc stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break 119cm distal to the distal end of the strain relief.